Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, amati; guide catheter: hyperion al 6 f; other: intravascular ultrasound. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that may have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, concentric de novo lesion in the posterior descending branch that was 90% stenosed. During advancement of a 2.0x12mm rx mini trek balloon dilatation catheter (bdc) resistance was met with the anatomy, but the bdc ultimately reached the lesion. During the second inflation, the balloon ruptured at 14 atmospheres for 5 seconds. The bdc was replaced with a 2.5mm non-abbott bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.